Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during the procedure, while screwing into place, the screw heads broke off and surgeon left the screw shaft in the bone.

Event description:
It was reported that during the procedure, while screwing into place, the screw heads broke off and surgeon left the screw shaft in the bone.

Manufacturer narrative:
The blade used with the device was 62-15035, lot number unknown. The blade is intended to be used with the reported devices. It was reported that pre-drilling was performed with a medtronic drill using a medtronic drill bit. The reported drill and drill bit are not part of stryker¿s universal neuro iii portfolio. It is mentioned within the related instructions for use (90-02011; 2020-12-01, rev. Aa) that implants, instruments, and accessories within stryker¿s universal neuro iii portfolio are produced and designed to be used together. Further, the use of products from other manufacturers along with stryker products can involve incalculable risks and/or contamination of the material and misalignments of implants and instruments. In sum, the use of a medtronic drill and medtronic drill bit is considered off-label use. Based on the performed statistical investigation, there is no indication of a product malfunction nor any systematic design, material or manufacturing related issue. In addition, intra-operative screw breakage/fracture is not considered a reportable event based on the change in filing decision effective october 25, 2018. Therefore, this MDR # (B)(4) is not considered reportable and the complaint is added to the complaint trend. H3 other text : device not available.